Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the renal artery. A 7.0x30x135cm express¿ ld vascular stent was advanced to treat the lesion. After positioning the pre-mounted stent system across the lesion, the physician started to deploy the stent. However during inflation at 14 atmospheres, the stent opened partially but the mid part of the stent remained undeployed. The physician tried a different balloon but the stent remained partially deployed. The partially deployed express¿ ld vascular stent was removed using a balloon via femoral access isolation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the delivery system was returned with the stent fully detached from the balloon material. The deployed stent was also returned for analysis. A visual examination of the balloon noted that the balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon material approximately 3mm distal to the distal edge of the distal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that have contributed to the complaint incident. The stent was returned fully detached from the delivery device. A visual and microscopic examination was performed on the returned stent. The deployed stent was noted to be compressed with multiple struts damaged along its length. No issues were noted with the stent could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the renal artery. A 7.0x30x135cm express ld vascular stent was advanced to treat the lesion. After positioning the pre-mounted stent system across the lesion, the physician started to deploy the stent. However during inflation at 14 atmospheres, the stent opened partially but the mid part of the stent remained undeployed. The physician tried a different balloon but the stent remained partially deployed. The partially deployed express ld vascular stent was removed using a balloon via femoral access isolation. The procedure was completed with another of the same device. No patient complications were reported.